Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to take measures to address the issue by disconnecting the tubing, tightening the t:lock, pointing the tubing downward, and delivering a 5-unit bolus. Reportedly, the occlusion alarm did not recur, but a cartridge alarm was received. Ultimately, the pump was replaced and the customer reverted to an alternate method insulin therapy.